Event description:
It was reported that during routine testing, 4 electrode channels were short circuited and 4-5 electrode channels showed hi.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure will be submitted as a f/u report.